Event description:
During a code blue in the cath lab, an impella device was placed by the cardiologist. The impella was placed in p2 and compressions were continued. During compressions, the impella became lodged too far into the left ventricle and subsequently folded in half. In attempting to remove the device, the cardiologist called on a vascular surgeon for assistance as well as the abiomed impella employee. There was worry about whether the device could be safely removed without rupturing vasculature. The device was safely removed by the cardiologist after different maneuvers and tries. The patient did achieve rosc, and the code was run and carried out very well. The patient did code again after this, but the impella was not re-implanted.